Manufacturer narrative:
Received voluntary medwatch mw5153269.

Event description:
It was reported via voluntary medwatch that the right atrial (ra) lead exhibited over-sensing. No adverse patient effects were reported. The lead remains in service.